Event description:
It was reported that an implantable neurostimulator (ins) had been explanted as a result of an infection. The patient was reported to be alive with no injury/no adverse event at the time of the report. Surgical intervention was required as a result. Four weeks later, it was reported that the onset/diagnosis of the infection had happened on (B)(6) 2012. The patient did not have meningitis. She experienced fever, redness, and incisional wound opening. The location of the infection was reported at device pocket. The culture at device pocket had been obtained and was determined to be (B)(6). IV antibiotics were administered and the infection was resolved.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).